Event description:
An ophthalmic surgeon reported a patient experiencing blurred vision and glare seventeen years following intraocular lens (iol) implant surgery. It appears that the iol may have opacified. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).